Event description:
It was reported that customer experienced broken usb port on pump resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. Customer was expected to return pump for evaluation and received replacement pump, and no additional information was received regarding the outcome of the event.